Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the blood glucose was running high despite delivering several boluses. The insulin pump sounded strange and alarmed for no delivery during priming. The blood glucose reading was 4.5 mmol/l. Another rewind was performed and the alarm was cleared, but drops did not appear as quickly as usual. The insulin pump will be replaced and returned for analysis.